Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DEVICE WAS NOT DETECTED ON BUS. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES device was not detected on bus.The customer reported that there was a delay in dispensing the medication.As per part investigation, it was determined that the root cause of the complaint was an electrical malfunction of component U300 on the PCBA FH CUBIE PMC (SN (b)(6)), which resulted in a thermal event. Additionally, physical damage was observed on the L301 coils of both boards, along with liquid ingress on the PCBA DWR CNTLR. This combination of failures compromised drawer communication and control functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Device Identifier (UDI)PART ANALYSIS:The reported condition of Device not detected on bus was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to WO (b)(4), the BD FSE reported that troubleshooted the drawer 4 that was not working. Found that the drawer and interface printed circuit board assembly (PCBA) were failed, so they were replaced. Tested in diagnostics and with customer, all tests passed. During DCHU Visual Inspection: P/N 151622-01: The part was received with no signs of physical damage or missing components. Closer inspection using a microscope, detected signs of fluid ingress near a mounting hole. P/N 151903-01: Both parts were received with no signs of fluid ingress or missing components. Closer inspection using a manual microscope detected signs of physical damage on component L301 of both boards. On PCBA FH CUBIE PMC (SN (b)(6)) it was detected thermal damage on the burned component U300. During DCHU Testing: P/N 151622-01: Since fluid ingress was detected during inspection, no testing was performed. P/N 151903-01: Since physical damage was detected on both boards during inspection, and thermal damage on component U300 of SN (b)(6), no testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is electrical malfunction on component U300 OF PCBA FH CUBIE PMC (SN (b)(6)) that generated a thermal event, additionally to the physical damage on the coils L301 of both boards and the liquid ingress on the PCBA DWR CNTLR. This series of damage generated a condition that compromised the communication and control of the drawer.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 30-JUN-2018 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DEVICE WAS NOT DETECTED ON BUS. A FIELD SERVICE ENGINEER (FSE) TROUBLESHOT THE ISSUE WITH DRAWER 4, WHICH WAS NOT FUNCTIONING. UPON INVESTIGATION, IT WAS FOUND THAT BOTH THE DRAWER AND THE INTERFACE PCBA HAD FAILED. THESE COMPONENTS WERE REPLACED. THE SYSTEM WAS THEN TESTED USING DIAGNOSTICS AND VERIFIED WITH THE CUSTOMER; ALL TESTS PASSED SUCCESSFULLY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DEVICE WAS NOT DETECTED ON BUS. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.